Event description:
It was reported that the patient's left knee was revised due to ligament laxity (caused by the patient rupturing his pcl after a fall). A 5x9 cs insert was revised to a 5x14 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon. Update per visual inspection: the device was not returned; however, photographs were provided for inspection. The photographs show a recently explanted insert with signs of wear.

Manufacturer narrative:
Reported event: an event regarding wear & instability involving a triathlon insert was reported. The event for wear was confirmed via evaluation of the provided photographs. Method & results: -product evaluation and results: the device was not returned; however, photographs were provided for inspection. The photographs show a recently explanted insert with signs of wear. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left knee was revised due to ligament laxity (caused by the patient rupturing his pcl after a fall). The device was not returned; however, photographs were provided for inspection. The photographs show a recently explanted insert with signs of wear. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.